Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Urinary catheter in question was manufactured under sap material ID (B)(4) and manufacturing lot # 9g01900 in c2. The lot was packed in july 2019. Lot # 9g01900 was sterilized under sterilization lots 26a190718, 24a190807, 25a190807. During in- process inspection test with focus on catheters squeezed in welding is carried out according to tm-437 visual inspection of welding catheters in peelpack : procedure 3.1 hold sample at good visual distance. 3.2 ensure adequate lighting in inspection area. 3.3 look at entire peelpack sheet if there is no welding catheters. 3.4 no welding catheters are allowed. The entire peelpack sheet is held up to check that all catheters ¿drop down¿ in the pack. 3.5 welding catheters inside peelpack have to be discarded. Result of the inspection is recorded in form (B)(4). Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. A photography of the defective product was received and evaluated. The complaint confirmed. The catheter shaft was damaged, welded between paper and foil of the peelpack what caused the formation the sharp edge. Several complaints of this nature were received in the past and the issue was investigated within nc event tw # (B)(4). The investigation associated with related event tw # (B)(4) has been approved and is complete. Four root causes were identified during the investigation: rc1: incorrect storing of the catheters. Rc2: radar does not detect transverse welded. Rc3: the radar does not have enough sensitivity. Rc4: insufficient signalization. This root causes were addressed within CAPA 952194. The following corrective actions were implemented: 1. Created design of guides for packing machines p008, p015, p016, p010, p011, p012. 2. Ordered and installed quides for packing machines p008, p015, p016, p010, p011, p012. The guides were installed at machine p016 in june 2020 . Lot in question was produced before the corrective actions implementation. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product end user that " halfway up the catheter there is a sharp edge." The customer noticed this and did not use, no harm reported. A photograph depicting the reported compliant issue was provided by the complainant.